Event description:
It was reported to philips that the device failed the operational check process. There was no patient involvement.

Manufacturer narrative:
The authorized service support provider (asp) evaluated the device but could not confirm any faults.